Event description:
Arterial line guidewire malfunction guidewire stripped of metal within needle caused a kink in wire, unable to remove wire from needle caused failed arterial line insertion and potential artery damage.